Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in the hospital after the device delivered inappropriate defibrillation therapy. Upon interrogation, noise and oversensing were observed on the right ventricular (rv) lead. Pocket provocation testing was performed and the noise was reproducible. The rv lead was capped and replaced to resolve the event. Insulation damage was observed at the proximal end of the lead during the revision procedure. The patient was in stable condition.